Event description:
Hcp confirmed that the patient was complaining of the pump hitting against their belt line-placement issue. The hcp also noted the presence of adipose tissue between skin and lower aspect of pump was atrophied. The hcp was unable to withdraw cerebro spinal fluid through the catheter. They observed the catheter needed to be replaced. No indication on the chart that the patient experienced withdrawal symptoms. While the catheter needed replacing and the pump was near end of the lift it was decided to replace the pump also. When the pump was removed it was noted that it had a dent in it from the patient being hit by a piece of wood. The hcp retracted the information provided with the return device that the patient was experiencing flu like symptoms. The patient is experiencing nausea with the new pump but is pain free. The hcp feels that the pump is working as it should and that the patient is getting too much med which is causing their nausea. The hcp is working with the patient to titrate their med. No other information was provided by the hcp.